Event description:
Patient is repeatedly getting low blood glucose readings with no symptoms of low glucose. Md had her check her glucose with her meter and the md checked with hers and freestyle lite showed 59, mds meter showed 87. Ongoing issue. Md even observed her test to make sure she was doing it properly and it was, all strips in date and stored properly.